Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer (fse) identified that the bearing cages on the slides were damaged and replaced the slides to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer kept failing multiple times. The customer stated that they managed to get the medication in another manner that caused a delay in patient care. There were no adverse events or injuries reported based on this event.